Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The provided x-ray images were analyzed. The x-ray image from time of implantation showed the system in the implanted state without any peculiarities. The x-ray image from time of the event showed the pocket region. One of the leads demonstrated a conductor fracture in the area of the suture sleeve. There was also a photo of the explanted lead on which a deformation of the lead body and conductor coil was visible. This damage might be the same as the one visible on x-ray. The observed conductor fracture can be considered the root cause of the electrical abnormalities that were clinically observed. It is reasonable to assume that the damage occurred due to a tight suture. Should additional relevant information or the device itself become available for analysis, the investigation will be updated.

Event description:
Patient came today showing ff sensing and syncope with rv impedance > 2500. Lead impedance in both bipolar and unipolar are absolutely fine. R wave sensing 17 mv. Threshold increases to 4.8 v @1 ms. The lead was explanted.